Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 409 mg/dl. The customer was declined to troubleshooting for high blood glucose and sensor glucose and blood glucose. Customer stated that they was being warned that his insulin delivery was about to be suspended as well. Customer stated that it was about a 40 to 50 point difference. The insulin pump will not be returned for analysis.